Event description:
It was reported that the atrial lead was not capturing post implant. The x-ray showed that the lead had dislodged. During the lead revision, the physician dislodged the right ventricular lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.